Event description:
Customer reports being discovered unconscious around 21:00; blood glucose result on the compact plus system was 200-something (mg/dl). Paramedics arrived 30 mins later, and result on their meter was 40 mg/dl. Given unk treatment and taken to the hospital where he was released 2-3hrs later. Requested return of suspect device and replacement was sent.